Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.

Event description:
It was reported that the device displayed a cassette not attached properly error. The issue occurred during testing.

Manufacturer narrative:
H3: one device was received for evaluation. The service history review of the device showed no previous services. The customer reported issue was replicated. The probable cause was incorrect time and date. The flex circuit was replaced to fix the issue. The device passed all testing criteria.